Event description:
Auto mode failed during by-pass. The perfusionist switched to manual mode pump still in-op. Perfusionist cycled power on/off, pump worked only in manual mode. Perfusionist continued to use pump until pt expired. Co rep replaced a/d converter board returned pump back in service.